Event description:
It was reported that patient underwent knee surgery in (B)(6) 2001. Subsequently, revision procedure was performed on (B)(6) 2014 due to loosening. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - (B)(6) 2001 (exact date unknown). Manufacture date - unknown.